Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 23rd february 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product was returned to the manufacturing site for evaluation. Visual inspection under magnification of the alleged foreign materials revealed that the material received is a piece of detached haptic. No further materials were received. Inspection of the customer provided photographs revealed that the material between the haptic and the lens resembled a piece of a haptic. The piece of haptic appears to be a portion of the implanted lens's haptic that broke off; however, due to the image quality the rest of the lens cannot be seen. Because the rest of the lens or smartload device were not received, no further product evaluation could be performed. The complaint issue of foreign material was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted. The initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery a piece of another intraocular lens (iol), appearing to be a detached haptic, was found in the patient's eye. The surgeon removed it without any issues. The iol remains implanted and the patient has fully recovered. No further interventions were reported.